Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that the complaint was reported. The lot number reported was invalid. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. [(B)(4); (B)(6) medical center.pdf].